Manufacturer narrative:
The medical product is so far not available for analysis and could therefore not be examined itself. The analysis is therefore based on the available x-ray images. The lead shows a probably protruding rope conductor in the area of the tricuspid valve. Increased motion of the lead in connection with an interaction with the tricuspid valve over the long operating time of 10 years could be considered as cause of the damage. Despite the available information, no final evaluation of the defect cause can be made because this would require examining the lead itself. If additional relevant information or the device itself should become available, please forward this to us also. The incident will the be updated accordingly.

Event description:
Ous MDR - it was reported that possible insulation defects were noted in the x-ray during an ICD exchange. The lead had been implanted and active for about 10 years. The electrical measurements were within normal range. The lead was left in place and connected to the new device. The implant date was not provided. No deterioration of the patient¿s state of health was reported.